Event description:
The customer reported that the ready for use (rfu) has a red x. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.